Event description:
Additional information received reported the patient was experiencing tremor. The patient stated the implantable neurostimulator (ins) reached elective replacement indicator (eri) and end of service (eos) on 2014-(B)(6). The ins battery depletion was considered normal and an explant or replacement was planned. The ins had been programmed to cycling mode. The healthcare professional (hcp) stated that stimulation was turned up to max and that was why the ins ran out of charge so quickly. The patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery had depleted. The patient had had this new stimulator put in a year and a half prior to the date of this report and it was already flashing that they had a low battery. It was showing elective replacement indicator (eri), which first appeared on (B)(6) 2014. The patient¿s other device and lasted 3 or 4 years, the original one they had. The patient stated that ¿everyone was shocked at how fast it was going out, but it was programmer quite high, that could be why it was wearing out so fast.¿ patient only had the capability to turn the stimulation on and off, they could not control anything else. No intervention or outcomes were provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.